Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Corrected data: d6b - date of explant. An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
(B)(6).

Event description:
Related manufacturer reference number: 3006705815-2021-02368, 1627487-2021-14022. It was reported the patient had an infection at the ipg and lead site. In turn, the system was explanted and the issue has since resolved.